Manufacturer narrative:
The service rep was unable to reproduce the problem. The system operates as intended.

Event description:
The customer reported, the system was displaying grainy images. Also during lateral views, the boost mode needed to be used since the image was difficult to see in normal mode. System was functional during the procedures.